Manufacturer narrative:
(B)(4). A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints were found in the lot. The catheter was returned in two pieces; the distal tip end measured 2.5cm long and the remainder measured 168.3cm long. Visual inspection of the returned catheter observed bloodstain inside the distal tip assembly and fluid inside the telescope assembly. No fluid was found inside the hub and no kink was observed in the sheath assembly. Imaging core wind up in the telescope assembly was observed. Wind up, a design issue, is a result of the imaging core being constrained which breaks the signal pathway leading to the loss of image, and is not related to the tip separation. The complaint sample was sent to an outside vendor for oxidation analysis. This analysis revealed high levels of oxidation at the surface of the brittle tip fracture and throughout the tested brittle tip sample. A lower level of oxidation was found at the surface of the tested imaging window sample that was cut from the returned complaint device at approximately 7cm from the lap joint. A higher average level of oxidation was found throughout the imaging window sample compared to the average oxidation in the brittle tip sample. A review of the device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The cause of the fragile tip detachment failure has been determined to be oxidation of the catheter which causes embrittlement and increases the likelihood of tip detachments of this nature. A root cause of design was assigned to this complaint.

Event description:
A percutaneous coronary intervention (pci) in the middle right coronary artery (rca). The lesion was 80% stenosed, with moderate calcification, and moderately tortuous. An intravascular ultrasound (ivus) imaging catheter was successfully used to image the lesion. Two stents were implanted in the rca middle to rca distal and post-dilated. The ivus catheter was used again to image the stent placement. Upon removal of the imaging catheter the physician encountered mild resistance the physician pulled the catheter and the tip of the catheter became detached from the catheter body. The tip was retrieved with a gooseneck snare. The patient is reported to be in "good" condition.

Event description:
A percutaneous coronary intervention (pci) in the middle right coronary artery (rca). The lesion was 90% stenosed, with moderate calcification, and moderately tortuous. An intravascular ultrasound (ivus) imaging catheter was successfully used to image the lesion. Two stents were implanted in the rca middle to rca distal and post-dilated. The ivus catheter was used again to image the stent placement. Upon removal of the imaging catheter the physician encountered mild resistance the physician pulled the catheter and the tip of the catheter became detached from the catheter body. The tip was retrieved with a gooseneck snare. The patient is reported to be in "good" condition.